Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced issue with infusion set's adhesive since (B)(6) 2024. The patient reported that the tape fell off after being used for 5 days. No further information available.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. "Trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.